Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the pericardial tamponade and the exact nature of the ¿cardiac damage¿ cannot be confirmed. In addition to the procedure itself, patient factors (female gender, advanced age) likely contributed to the event. The exact cause of the patient death on pod39 cannot be confirmed, but may have been related to the procedure and the reported renal failure and pneumonia. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 26 mm sapien xt valve was deployed without problems. Post valve deployment, the patient¿s systolic blood pressure dropped and remained in the 30¿s mmhg. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp) were initiated. The procedure was completed and the patient was transferred to the ICU on pcps and iabp. While in the ICU, cardiac tamponade developed. The patient was returned to the operating room and a thoracotomy was performed. ¿cardiac damage¿ was found and hemostasis was achieved. The exact nature/condition and area of the damage was not provided by the site. Postoperatively, the patient developed pneumonia and renal failure. The patient expired on postoperative day (pod) 39. Information concerning the native annular diameter and the degree of valvular calcification was not provided. Per medical opinion, the initial procedural hypotension was possibly related to the longer pacing run of 59 seconds. The cause of the ¿cardiac damage¿ was not provided. The exact cause of death was not provided; however, the death was thought to be related to the device and procedure.